Manufacturer narrative:
Additional information (11-may-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance that was part of standard troubleshooting. No product non-conformance was identified with the high-sensitivity troponin I (tnih) reagent or the dimension vista® 1500 intelligent lab system. Quality control and calibration recovered within the expected ranges. No other patients were reported to have the same issue. No process errors were observed at the time of the event. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Sections h3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00146 was filed on 28-apr-2023.

Manufacturer narrative:
An outside united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed high-sensitivity troponin I (tnih) patient sample result obtained on a dimension vista® 1500 intelligent lab system. Siemens is investigating the event.

Event description:
A discordant falsely depressed high-sensitivity troponin I (tnih) patient result was obtained on a dimension vista® 1500 intelligent lab system. The falsely depressed patient result was reported to the physician and was questioned. The same sample was reprocessed on an alternate dimension vista® 1500 intelligent lab system. The reprocessed result was on the corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed high-sensitivity troponin I (tnih) result.